Event description:
Patient had an implanted bioflo dialysis catheter in place since (B)(6) 2014. On (B)(6) 2015 a hole was noted in the clear extension tubing between the clamp and the suture wing. The device was removed and replaced. The patient condition was unaffected by the event. The removed catheter was discarded by the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 naviylst medical complaint report was reviewed for the bioflo dialysis product family and the failure mode "hole proximal to suture wing." No adverse trends were identified. The reported device failure cannot be confirmed as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. All catheters are 100% leak tested as well as being visualized for damage or defects. (B)(4).